Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced keypad failure. The customer explained that the insulin pump had undergone electrostatic treatment and could not be recovered. The customer's blood glucose was normal and did not require medical treatment. The customer agreed to return the product for analysis.